Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed on deliver an unspecified concentrations of insulin. The second channel was programmed to deliver dextrose 10% and the deliveries were started. No specific programing parameters were provided. On (B)(6) 2011 at unspecified time, the customer contact reported the delivery "stopped and the screen went white and displayed hw watchdog error boot." At that time, the nurse used the emergency release lever to remove the tubing set. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.